Manufacturer narrative:
Tibial fracture occurred for pt with a unicondylar knee implant. Cause is unk at this time. Review of the device history record indicates that the device was mfg to specification.

Event description:
Tibial fracture occurred for pt with a unicondylar knee implant.